Event description:
It was reported that the doctor was inserting the screws into a bone flap using the matrix neuro sterile kit and 5 of the 6 screws had the heads sheared off upon insertion. The scout nurse then opened a 4 pack of 4mm screws and the same problem occurred. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.